Manufacturer narrative:
The sample has been returned for further investigation at manufacturers laboratory. The hls module was inspected visually and clot was detected in the pump. The hls set has been installed to the cardiohelp. It has been de-aired according to IFU and has been started. There were no abnormalities detected, no noise. Thus clotting can be confirmed. Most probable root cause could not be determined exactly, but clotting has many different reasons: according to therapy application manager: during an operation, clotting occurs on almost every foreign surface of cpb-components if no heparin or an alternative anticoagulation is given. If clotting occurs during cpb the balance between anticoagulation and coagulation system is disturbed. Unfortunately, it is not uniformly possible to predict how patients react to a certain dose of heparin. There several other than flow and no blood flow, long cpb times, onset of heparin-induced thrombocytopenia, disseminated intravascular coagulation (dic), sepsis or preexisting conditions that impact on coagulation system, organ injury, e.g. Lung, where certain substances are released. Another reason could be that the heparin dosage was too low despite a good act. It could be possible that acts at the lower end of sufficient anticoagulation and rather low blood flow. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As reported by the customer: during day 5 of a cardiohelp ecls run, the customer notice a vibration sound coming from the pump/centrifugal drive area of the hls 7.0 set. The customer switched out the cardiohelp hardware for another unit and the sound was still prevalent. The customer then did a complete disposable circuit change to rotaflow and a quadrox ID. Upon inspection of the uninstalled hls 7.0, the customer noticed a sizable clot within the pump before the oxygenator. There were no patient complications and as of (B)(6), the patient was stable although still on the ecls rotaflow/quadrox circuit. (B)(4).